Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for analysis. The data logs were evaluated and an optical signal issue pattern of oscillating contrast was observed. No problem was found as the root cause of the optical signal issue, and it is apparent the console was the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had a patient placed on impella 5.5 support. The 5.5 was placed and after four days, the optical signal was seen to be malfunctioning. The loss of placement signal did not prompt any intervention or explant. The pump was eventually weaned and explanted. No patient harm has been reported.